Event description:
A caller reported that their pump¿s touchscreen was cracked and shattered, making it unresponsive and illegible. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support arranged for a replacement pump and provided instructions for storing the damaged pump and returning it using a pre-paid label within 10 days. The caller was informed about the backup therapy using mdi and steps to follow upon receiving the replacement.